Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and received failed battery test and battery out limit. Customer also reported they went to the emergency room and had a high blood glucose. No further details were provided. The customer did not troubleshoot. The insulin pump will not be returned for analysis.